Event description:
Upon administration of doxo IV push, a red drop was initially noticed on the chux pad that was placed under the patient's arm. Approximately ~0.5-1 ml of the medication was pushed when the red drops were observed on the chux, as well as wetness on the writer's chemo glove. Patient reported that he did not feel any wetness on his skin. Writer observed that the source was coming from the spiros connector of the doxo syringe. Writer disconnected the syringe from the ns tubing and reported to charge nurse and pharmacist that the spiros was leaking, and syringe needs to be replaced. Returned the doxorubicin syringe to pharmacy. Pharmacist was able to mix a new syringe of the medication, per provider order.